Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose/protruded drive support disk. The occlusion, prime and excessive no delivery tests were unable to be performed due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose level at the time was 60mg/dl. The customer states that insulin is squirting out during the manual prime. The customer states the device is stuck in rewind loop. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.